Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported during the infusion of epirubicin, chemotherapy drug extravasation from a likely fissure in the implanted PICC. The infusion was immediately suspended and the protocol for anthracycline extravasation was immediately implemented. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr groshong nxt clearvue catheter was returned for evaluation. An initial visual observation revealed a white suture wing was attached to the catheter between the 37cm and 40 cm depth markers. Biological residue was observed on the catheter. A functional test of flushing the catheter using a 12 ml syringe of water was performed. A leak was observed just distal to the 35 cm depth marker. A microscopic observation revealed the split where the leak was found had somewhat rounded edges, and the fracture surfaces were observed to be rough and uneven. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack in the catheter. This complaint will be recorded for future trending and monitoring purposes.